Event description:
It was found that the hand piece no longer meets the specifications for continuity. Device used during a tubal ligation procedure. Another hand piece completed case. No patient consequence.